Manufacturer narrative:
Lot# b63360; visual inspection; device history review; complaint history review; risk assessment. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The event was confirmed via visual inspection of the returned device. The cage was returned in 2 pieces. The plausible root cause of the reported event is most likely user error, specifically application of extensive/off axis force.

Event description:
It was reported that; surgeon had difficulty removing screws from cage. Update (B)(6) 2017 the plate of the cage broke off. Everything was retrieved.

Event description:
It was reported that; surgeon had difficulty removing screws from cage. Update (B)(6) 2017 the plate of the cage broke off. Everything was retrieved.